Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
"Doing a hip hemiarthroplasty, we used a cemented omnifit eon stem 132 degrees. The implant was cemented in the femur and we did some trial reduction with the uhr pan head trials. Once we decided the proper length, a real unitrax head and c-taper sleeve was opened. The c-taper sleeve that was opened would not fit onto the omnifit stem. After a few tries, they dropped the sleeve into the unitrax head and tried to impact it that way with no success. A new head and c-taper sleeve was opened and it sat on fine. Surgical delay of 5 minutes was reported."

Manufacturer narrative:
Additional information: device evaluated by mfg; an event regarding a size/fit issue involving a unitrax sleeve and omnifit stem was reported. The device was returned in good condition apart from damage consistent with attempted assembly was observed on the head and sleeve. Dimensional inspection could not be performed as the sleeve was locked into the head and could not be removed without damaging the part. Medical records received and evaluation: not performed as medical records were not provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. No other events were reported for the lot indicated. The event itself could not be confirmed. While the device was returned in good condition apart from damage consistent with attempted assembly, dimensional inspection could not be performed as the sleeve was locked into the head and could not be removed without damaging the part. The stem was not returned- it remains implanted in the patient. Further information such as stem return, operative reports are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
"Doing a hip hemiarthroplasty, we used a cemented omnifit eon stem 132 degrees. The implant was cemented in the femur and we did some trial reduction with the uhr pan head trials. Once we decided the proper length, a real unitrax head and c-taper sleeve was opened. The c-taper sleeve that was opened would not fit onto the omnifit stem. After a few tries, they dropped the sleeve into the unitrax head and tried to impact it that way with no success. A new head and c-taper sleeve was opened and it sat on fine. Surgical delay of 5 minutes was reported."